Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product not returned. Failure mode changed from optical signal issue to placement signal issue because the root cause was found to be related to the dp sensor. (Placement signal nor reliable) - psnr alarm #1051 and psnr alarm #1052 correspond with the dp sensor. Data logs reviewed and 1 hour into support, ps drifts down to -100 and then spikes to 3000, pump flow increases gradually and then drops to 0, cvp spikes to 300. Light, lamp, gain, contrast are stable. The cause of the placement signal issue was sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.